Manufacturer narrative:
Article citation: ghosh, t., duncavage, e., mehta-shah, n. Et. Al. A cautionary tale and update on breast implant-associated anaplastic large cell lymphoma (bia-alcl). The american society for aesthetic plastic surgery. 2020; 1-42. The events of lymphoma - alcl and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl and seroma - late. [(B)(4)].

Event description:
Through the journal article "a cautionary tale and update on breast implant-associated anaplastic large cell lymphoma (bia-alcl)," healthcare professional reported "immunohistochemistry demonstrated that these cells were strongly positive for cd30 expression, but lacked expression of cd3, alk," "periprosthetic effusion," and "right-sided, painless breast swelling;" the markers of cd30+ and alk- have been confirmed. The following reported events have been deemed not related to the device: "history of pancreatic adenocarcinoma 10 years ago treated with a whipple procedure," and "CT of the abdomen performed to evaluate epigastric pain." The device has been explanted. This record represents the right side. The device has been explanted. The manufacturer of the device is unknown.